Event description:
Shaver blade shedding metal debris into joint, unable to remove all fragments as debris sticking to soft tissue. Email sent for clarification on incident aware date on (B)(6) 2012.

Manufacturer narrative:
(B)(4) unopened blades forwarded to engineering (B)(4) 2012. Per engineering, the returned blade assemblies were evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. Refer to CAPA (B)(4). (B)(4).